Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 501 mg/dl at its highest); cause was not known. Customer changed the infusion set multiple times. Contact did not provide further information. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.